Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-11800. During follow-up, a decreased high voltage lead impedance was noted. In addition there was a loss of capture and low impedance on the left ventricular pacing lead. Technical support suspects lead damage on the right ventricular lead. Further information was received three days following that the patient expired due to pneumonia and poor function of the left ventricle.

Manufacturer narrative:
Additional information: upon analysis of the left ventricular lead, electrical testing did not find any shorts or discontinuities in any conduction paths. Visual examination of the lead found no anomalies.